Manufacturer narrative:
This is a duplicate report of 1818910-2011-10723. This report, 181910-2013-11135, will be rejected. 1818910-2011-10723 will be kept for investigation purposes.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received from legal on (B)(6) 2012 indicated that the patient was revised because of osteolysis, wear of the liner and no bony ingrowth on the stem. This was not part of the litigation.